Event description:
On (B)(6) 2025 bd 912am pst. Mom called in for pt as they have cracked their ilet screen / pts glucose levels are stable / pt does have back up therapy / mom will reach out to care team to see what dosing values are for pt / pt uses dexcom g7. Dexcom g7 code: 4487. How did the damage happen? Pt was in ceramics class and accidentally hit the ilet with a tool. When did it occur? On (B)(6) 2025. Is the screen still usable? Yes. Any injury from the damage (e.g., glass)? No. Any trouble using the device afterward? Yes. Was the device synced before shutdown? Will the device be returned? Yes. Serial number: (B)(6). Verify billing and shipping address on file is accurate. Relay timeline of delivery based on date ilet will be shipped. Verify return of current pump within 1 week. Shipping label to return ilet will be provided. Patient can sync data to mobile app prior to sending back. How to shut down ilet to avoid further alerts: menu, settings, other, shut down. Relay ilet data will not be transferred to replacement. Need to undergo start up process. Can go into further detail as necessary or if patient has questions. Patient can continue to use cgm with dexcom app or receiver. Pt + mom love the ilet / agent will connect mom + pt with marketing team for patient story. On (B)(6) 2025 - (B)(6) - 1549edt. Pt's mother called in to report that replacement ilet had arrived but, when placed on the charger the battery compartment began to swell and the ilet became warm. Agent requested photos, see attached, and instructed caller to power down the affected ilet. Out of an abundance of caution, issued second RMA to replace the unit damaged before arrival. On (B)(6) 2025 9:07pm pst (B)(6). Pt and pt mom called in stating that they have received their new ilet and pt wanted to know if they needed to enter in usual announcement like the first week. Agent educated that yes, they will need to enter in meal announcements every 4 hours and place them as usual for the first week.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.